Manufacturer narrative:
Serial number not provided

Event description:
It was reported to philips that the device gave a power interrupted message. There was no reported patient involvement/adverse patient impact.